Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. A reporter/layperson (patient's mother) informed a cca that on 2/10/09 (day of call) the patient low at school. Upon attempting to test, the patient noted black marks on the display. Although apparently unable to see the result due to the display, the patient self treated with food. No medical intervention by another person or an hcp was required. Because the patient's unknown symptoms started before the alleged issue began, there is no evidence the product contributed to injury. Since the alleged product issue was not resolved, the cca replaced the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.